Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity tibial tray in-situ. It appears the tray has subsided slightly; however, without immediate post op images to compare a definitive conclusion cannot be drawn.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to tibial implant loosening.